Manufacturer narrative:
External, visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed using the received cycler, and there were no alarms or problems that occurred during testing. A simulated treatment was performed and completed without any failures or problems occurring. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase was determined to be within expected tolerance for the liberty cycler. The cycler performed as designed during testing. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The contact of a peritoneal dialysis (pd) patient called into the technical support department and requested the patient's liberty dialysis cycler to be picked up due to the patient passing away. Upon follow-up, the patient's pd nurse stated the patient was at home, not connected to the cycler, and experienced chest pains that prompted him to go to the hospital. The patient received a cardiac catheterization procedure and coded twice. The patient was revived and admitted to the intensive care unit under sedation but never regained conscientiousness. The end stage renal disease death notification reveals that the patient's cause of death was cardiac arrest, date unknown. Medical records do not contain any hospital progress notes, medication/treatment records, dialysis records or lab/clinical results from this event. There is no documentation in the medical records that reveal the patient was receiving dialysis at the time of the event. Medical records do not contact any information on dialysis products used at the time of the event.

Manufacturer narrative:
Medical records have been received by the manufacturer. Based on the 19 pages of medical records information it appears that on (B)(6) 2015 the patient expired. The patient expired in the hospital and was prescribed continuous cycling peritoneal dialysis (ccpd) up to the time of death. The end stage renal disease death notification reveals that the patient's cause of death was cardiac arrest, date unknown, medical records do not contact any hospital progress notes, medication/treatment records, dialysis records or lab/clinical results from this event. There is no documentation in the medical records that reveal the patient was receiving dialysis at the time of the event. Medical records do not contain any information on dialysis products used at the time of the event. There is no documentation in the medical records that indicates there was a causal relationship between the patient's liberty dialysis cycler and his chest pain or death. The plan investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.